Event description:
It was reported that an alert triggered for high impedance on the right atrial (ra) lead. It was also reported that there was oversensing due to noise and a partial fracture was suspected. An x-ray could not determine the location of the fracture. The ra lead remains implanted; however, reprogramming was done to inactivate the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the actual lead was not received for evaluation; however, performance data was collected from the device and analyzed. Analysis of the device memory indicated a lead impedance out of range alert and impedance on the atrial pacing lead was beyond the expected upper range.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 6949, implantable tachy lead, 2005. (B)(4).